Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll benelux. The customer's report was duplicated and attributed to a faulty digital board. The customer declined the repair of the unit. The device was scrapped. Analysis of reports of this type has not identified an increase in trend.